Manufacturer narrative:
(B)(6). In the absence of reported part number, UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb referenced is being filed under a separate medwatch report.

Event description:
This information was obtained through a literature review of the article, bioresorbable scaffolds versus metallic stents in routine pci. The study involved 1845 patients. Clinical outcomes for the absorb and xience were as follows: absorb: cardiac death. Xience: cardiac death. Details are listed in the attached article. No additional information was provided.